Manufacturer narrative:
Insulin pump was received with no motor movement during rewinding due to corroded motor home switch. Unable to verify this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement due to no motor movement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that the customer had that the alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Alarm. The customer¿s blood glucose level was unknown at time of incident. The customer stated that they had did not pass displacement verification test. The customer was advised that the pump requires replacement and to revert to backup per health care professional instructions. The insulin pump will be returned for analysis.